Event description:
During a supraventricular tachycardia procedure using rf, there was a contact force issue with the tactisys quartz resulting in a delay. The tactisys quartz was powered on and the connection with ensite x was confirmed. After checking the flashing red-green light, the tactiflex catheter was connected and zero calibration was attempted, but an error sound was noted and the contact force could not be zeroed. The tactisys quartz and ensite system were restarted with no resolution. The tactisys quartz was replaced and the procedure was completed with no adverse consequences to the patient.